Event description:
It was reported that line was leaking fluid back down the tunnel during infusion. Pt extravasated. Line was removed (B)(6) 2012.

Manufacturer narrative:
The complaint of a subcutaneous leak (extravasation) is unconfirmed. The complaint incident could not be replicated in the laboratory setting. The complaint sample functioned normally during functional testing. No leaks were observed during hydraulic pressurization of the catheter. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter. This results in solutions administered through the catheter exiting the catheter's distal tip and traveling back up the catheter through the lumen created by the fibrin sheath over the catheter's exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. Fibrin sheaths can be dissolved using solutions recommended by the products IFU. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of revj0175 showed no other similar product complaint(s) from this lot number.